Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer¿s site revealed that the main factor which can lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition as it was mechanically damaged. Based on the photographic evidence provided, the side rail lower arm (part of the side rail assembly) was detached. Due to the detached lower arm, the side rail could not be locked. The instruction for use for citadel plus bed frame (document number: (B)(4)) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. There is also included warning: "make sure the locking mechanism is securely engaged when the side rails are raised." Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to detach it. Arjo device failed to meet its performance specification since the side rail was partially detached. The bed was not in use when the malfunction was detected. The complaint was assessed as reportable due to partial detachment of the side rail (lower arm was detached from the side rail mechanism). No injury was claimed.

Event description:
The arjo service consultant observed that one of the citadel plus side rails was partially detached from the bed. The malfunction was identified during the pick-up of the bed beyond to arjo rental fleet. No patient was involved at that time. No injury was claimed.